Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting foreign bodies found in the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cannula seals were analyzed and the complaint regarding foreign bodies found in the patient was not confirmed by failure analysis. Seal 1 (5mm-8mm): the cannula seal was placed on an in-house cannula with an in-house instrument with no issues. Upon visual inspection, there was no damage was found. The cannula seal passed the gravity test. There was no problem detected. No product issue was identified. Seal 2 (5mm-8mm): the cannula seal was placed on an in-house cannula with an in-house instrument with no issues. Upon visual inspection, there was no damage was found. The cannula seal passed the gravity test. There was no problem detected. No product issue was identified. Seal 3 (5mm-8mm): the seal was inspected and found no damage. The seal passed the gravity test.

Manufacturer narrative:
Based on the claim against the product by the customer nothing foreign bodies found in the patient, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what the source of the fragment was.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer reported the surgeon complained of tiny blue specks in and on her instruments in her patient. Today there was a blue foreign body retrieved from the monopolar scissor and needs analyzed to see where it is coming from. Today the customer was able to retrieve a blue speck from the patient which we placed in a sterile container and at the end of the case saved all the cannula seals used on the case. The 5-8 cannula seal with the "4" on it was on the cannula the scissor went through. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: follow-up: the clinical territory associate (cta) informed the instrument was inspected prior to use and nothing out of the ordinary. The surgical task that was being performed when fragments fell into the patient was at the very beginning of the case. The arm wasn't doing anything. The instrument was in use for a brief period prior to the issue observed. The instrument did not collide with any other instrument or other hard materials. The fragments did not fall into the patient during an instrument collision. When the instrument was removed , the piece was still on the shaft of the instrument. The one fragment was confirmed visually. There were no post -operative test done to locate fragments. The case was completed robotically. There was no injury to the patient that the surgeon knows of. Everything was retrieved and returned to isi robotic coordinator. Including the airseal trocar. The cta noted that the customer believed the deep blue piece is from the air seal trocar and that is a third-party product of con med that was sent in along with all the trocars used in the case, but they were not sure of the source.